Event description:
It is reported that the device was implanted in early 2008. The patient dislocated their knee and was revised on the following month.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Eval summary: it is reported that the polyethylene articular surface was revised to a thicker component (10 mm to 14mm) indicating the likelihood that the knee was implanted loose in flexion. The cause of the articular surface dislocation appears to be flexion - extension imbalance from the original procedure. No product was returned. Review of the device history record was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.